Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead implant procedure, the atrial lead could not be fixed into patient¿s heart. Lead was dislocated after repeated attempts to fix it. The patient¿s cardiac is full of scar causing lead release each time the physician was trying to fix it. During this procedure, insulation on atrial lead was damaged. Lead was not used and was replaced. Patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.